Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was in the low 30s mg/dl. The customer fell unconscious and was assisted by her fiancée who addressed the low bg with a glucagon kit. As the low bg had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the event. Cts advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or days surrounding. Quick bolus option on t:flex pump is used for every bolus request. There were no erratic basal rate adjustments. If carbohydrate intake or current bg level is miscalculated during quick bolus request, bg levels could drop low. There is no evidence of device malfunction.